Event description:
It was reported that device was found to be in backup vvi reset mode upon interrogation. The device was returned in its original packaging.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested and the reset was reproduced during temperature chamber testing. The cause of the reset was determined to be exposure to cold temperatures.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.